Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched due to hypoglycemia on (B)(6) 2021. The customers blood glucose level was 20 mg/dl at time of incident. Another blood glucose level was 23, 80 and 154 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose, food or carbohydrate intake. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.